Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that the unit had a leak causing loss of oxygen therapy. There was no patient involvement.